Event description:
It was reported that the patient passed away due to covid-19 complications on (B)(6) 2020. The funeral home reported that the patient was buried with the device still implanted. No additional information has been received to date.

Event description:
It was reported a patient presented with high impedance in clinic. No surgical intervention has been reported to date. No additional information has been received to date.